Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 507mg/dl. The current blood glucose level was 347mg/dl. The customer experienced symptom such as vomiting. The customer was treated with manual injection. Customer got alarm for alarmed compromised force sensor system during priming. Troubleshoot did not resolve the issue. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test due to compromised force sensor system alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained resilient lcd cover.